Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating button error, off no power anomaly and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 287 mg/dl. The customer stated that she did not get the proper amount of insulin today. The customer stated that she changed her reservoir and it did not help. The customer stated that the keys on the pump did not work. The customer stated that there was an off no power on the screen before it went blank. The customer stated that there was a no delivery in the alarm history. The customer stated that she had a black dot on the screen when she removed the battery from the pump to insert a new one. The customer removed the reservoir and rewound the pump successfully.